Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer e-mailed and stated that while he/she was brushing, the brush head fell off. No injury was reported.